Manufacturer narrative:
(B)(4) - patient unhappy, planned explant of the lens. Manufacture date: unknown.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) would be explanted as the patient was very unhappy. No further information was provided.

Manufacturer narrative:
Additional information was received. Diagnosis: glare/unclear vision any distance. Lens was replaced with a non amo lens, a 15.5 diopter lens. Outcome was reported that 1 day after, visual acuity was 20/30. Patient not happy yet. To remove the lens, a new incision was made, 4mm (original was 2.75mm). No vitreous was encountered. Capsular bag remained intact and iol was placed in bag on corrective toric axis. UDI #: (B)(4). Pt age/date of birth: (B)(6) 1947 was provided. The best estimate date has been entered as (B)(6) 1947. Pt gender/sex: male. Outcome attributed to adverse event has been updated to: required intervention to prevent permanent impairment/damage (devices) model: zlb00, serial number: (B)(4), catalog #: zlb00u0150, expiration date: 02/25/2019. Implant date: if implanted; give date: (B)(6) 2015. Explant date: if explanted; give date: (B)(6) 2015. (B)(4). PMA/510(k): p980040. Device manufacture date: 02/25/2015. The original MDR references a manufacturing site of (B)(4) and manufacturing site report number as (B)(4). As the serial number is now known, the manufacture site has been updated: mfg site: (B)(4) all pertinent information available to abbott medical optics has been submitted.